Event description:
It was reported that six unspecified locations from the nevada health department received potential false positives and false negatives while using bd rapid detection of sars-cov-2 veritor assays. There was no report if repeat tests were performed and which type of confirmatory testing was used. Despite multiple attempts to contact the customer to obtain additional information for this event, no response has been received. There was no report of patient impact. This report is for unspecified location #4. Eua#: (B)(4).

Manufacturer narrative:
Eua#: (B)(4). H6: investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Due to unknown lot# a DHR could not be performed. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1878253) is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua#: (B)(4).

Event description:
It was reported that six unspecified locations from the (B)(6) health department received potential false positives and false negatives while using bd rapid detection of sars-cov-2 veritor assays. There was no report if repeat tests were performed and which type of confirmatory testing was used. Despite multiple attempts to contact the customer to obtain additional information for this event, no response has been received. There was no report of patient impact. This report is for unspecified location #4. Eua#: (B)(4).